Event description:
Incident as reported: lapsleeve gastrectomy - "a price of the petal seal got caught on the stapler, one piece ripped of seal and fell into pt. Piece was retrieved and surgeon finished case with the same trocar."

Manufacturer narrative:
We are responding in receipt of the medwatch report # (B)(4). Investigation summary: the incident product was not returned for eval and the lot number was not indicated. Without a lot number, the mfg records could not be reviewed. In the absence of the subject device, it is not possible to determine the cause and failure mode of the incident. The damage to the seal was most likely caused by an instrument. There is always a potential to tear or dislodge the internal seal components with multiple passes of instruments, especially with sharp or angular devices. The instructions for use (IFU) warns that extra care should be used when inserting angular and asymmetrical instruments. All instruments should be centered axially when inserted through the seal for easier insertion. This document represents our initial / final report.